Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the footswitch required replacement. No further information was provided. The customer contacted technical services and ordered a replacement footswitch. No further service was requested by the customer. The footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on september 3, 2010. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively.

Event description:
A customer reported footpedal issues before a surgical procedure. A new footswitch was ordered. Additional information has been requested, but none has been received to date.